Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to normal follow up in clinic and it was discovered that the atrial lead exhibited low lead impedance. The patient was not adversely affected and consequently the physician elected to monitor the lead over time. The lead exhibited chronic unacceptable low impedance and lead fracture and insulation breach were suspected. On (B)(6) 2018, the patient presented in the hospital for a normal pulse generator change procedure and the lead was capped and replaced. The patient reported no complaint post procedure.

Event description:
New information received stated that the atrial lead had chronically low but stable lead impedance since (B)(6) 2016.